Event description:
The patient reportedly experienced irritation and skin breakdown at the implant site. The patient had difficulties with healing of the wound at the incision site and the incision site had opened. The patient's device was explanted.